Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after impacting the cup, the resurfacing impactor head for handle could not be disassembled from the cup. This case is reported due to a delay of surgery of 45 minutes.